Event description:
It was reported that a continu-flo blood solution set had leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the returned sample was contaminated; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.